Event description:
It was reported that the customer had high blood glucose levels of 250 mg/dl. The customer reported a failed battery test alarm from the insulin pump. The customer reported using new batteries on the insulin pump. Troubleshooting was done. The customer was instructed to check the contacts on the battery cap for damage. It was reported that the contacts were not missing or damaged. The customer was advised to inspect the battery compartment and spring for corrosion or damage. It was reported that neither the battery compartment nor spring were damaged or corroded. The customer continued to receive the failed battery test alarm. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.